Event description:
No adverse effect from this incident. Product would not properly load suture. Upon placing cartridge in place and squeezing handles, the green buttons would not release to fully load suture.